Event description:
It was reported that the patient never had therapeutic effect. Their device never really worked since the implant. The patient noted that their device wasn¿t working for their pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).